Manufacturer narrative:
The medical facility did return for analysis the impella pump, but not the access site introducer nor the case data logs. Upon inspection of the pump there was an observation made of a slight bend and buckling of the pump's reposistioning unit. The cause of the defect was unknown. The buckling of the unite likely caused a leak path to form for bleeding to occur at the access site. It is unknown what caused the buckling to occur. The cause of the access site bleeding and hematoma was most likely the buckling. The failure mode will be monitored and trended.

Event description:
The patient was experiencing post cardiotomy cardiogenic shock after have coronary artery bypass and aortic and mitral valve replacements. Due to the shock, the team chose to place an impella cp for support. Upon transfer from the operating room to the ICU, there was a hematoma that developed at the impella access site. The team observed the bleeding at the access site during the first 24 hours of support. On the second day of impella support the team placed a femostop and infused blood products. After 89 hours of impella support the patient condition improved, the pump was weaned and explanted.